Event description:
Initial report: 24september2018: it was reported by a third-party that following an orthovisc injection from the customer's orthovisc syringe, the patient developed an infection at the injection site. The caller stated that they took cultures from the patient. The caller stated that the syringes are kept at room temperature. The caller could not provide any additional information. The device was discarded by the customer. Update 1:(B)(6) 2018 test cultures yielded positive results for staph. Update 2: (B)(6) 2018: patient was brought to the operating room (or) and the knee was flushed.